Manufacturer narrative:
The philips field service engineer (fse) confirmed that the customer's device would not be evaluated but would be exchanged for a new device. A new device was delivered to the customers' biomedical department. Diagnostic/functional testing was performed at the philips authorized repair facility on the defective device. Results of functional testing indicate that the speaker produced no sound and the speaker was defective.

Manufacturer narrative:
A philips field service engineer (fse) confirmed that the customers device would not be evaluated but would be exchanged for a new device. A new device was delivered to the customers biomedical department. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter phone (B)(6).

Event description:
. Philips received a complaint on the intellivue mx40 802.11a/b/g monitor indicating the system displayed an error for a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.